Event description:
On (B)(6) 2019, this patient underwent treatment for an abdominal aortic aneurysm and post deployment of the gore® excluder® trunk ipsilateral leg component the contralateral gate was extremely compressed. Multiple attempts were made to cannulate the contralateral gate but were unsuccessful. The patient was converted to an unplanned aorto-uni-iliac (aui) with gore® aortic extender component. Intraprocedure a proximal type I endoleak was identified and treated with an additional gore® aortic extender component. The type I endoleak was resolved but a type ii endoleak persisted at the conclusion of the procedure. The patient tolerated the procedure.